Event description:
It reported on (B)(4) that a surgeon performed a revision procedure for a titanium occipital plate due to x-rays/CT scan discovery of failed hardware. The patients original surgery was performed by the same surgeon about 2 years ago (no implant date was provided). The consultant reported the patient was on a post surgery routine visit (date unknown), evaluations were conducted by both x-rays and CT scans which depicted post operative hardware failure for a (one) set-screw that backed out on the side of the titanium occipital plate. Consultant stated the scheduled revision surgery was performed on (B)(6) 2013; the surgeon removed the set-screw (which backed out) and occipital plate (left side head was the problem; it did not function) without any issues. The consultant explained the patient was not in any pain nor was the patient experiencing any discomfort. The surgery was successfully completed with no time delay and no report of harm to patient. No patient or new revision part details were provided. When asking about obtaining the patient x-rays/CT scans, the sc stated the hospital policy does not release this information since they contain patient demographics. No further information is available. Update - (B)(4) 2013: sc provided additional information by email questionnaire, patient has clinical findings of pseudoarthrosis. Sc explained the patients plate was removed and revised by implanting a new occipital plate. This is report 1 of 2 for complaint (B)(4).

Event description:
Additional information clarified and provided by consultant (B)(4) on (B)(4) 2014. Consultant stated: yes, (B)(6), pc nurse manager is the key contact at the facility. He also reported that he attended the case and he was the first reporter. Consultant stated the revision surgery was performed on (B)(6) 2013.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional patient ID - case # (B)(6). Part received by manufacturer on (B)(4) 2013. The investigation could not be completed;no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Consultant confirmed he attended the case and that he was the initial reporter. Not previously reported. Explant date: (B)(6) 2013; not previously reported. The manufacturer evaluation was completed. The part condition was received as: the plate shows visible wear and some marks of use. It concluded: all relevant dimensions for this complaint were checked referring to drawings and device met the specifications. Changed revision date of (B)(6) 2013. (B)(6). Placeholder.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed. The occipital cervical fusion system is a set of implants and instruments designed to optimize fixation to the occiput and easily connect with synthes cervical and thoracic systems. The lateral wedge plate 04.615.611 is part of this system. The applicable technique guide was reviewed. A complete occipital-cervical-thoracic construct can be created by hooks and screws that have been previously cleared within the cervifix system (optional set), axon system (optional set), and synapse system (required set). When used in conjunction with the synapse 4.0 system, specific 4.0mm implants are necessary. Alternative techniques can be followed for posterior stabilization of upper spine connecting to the occiput such occipital clamps or occipital plate-rod besides occipital plates however in the case of this complaint a lateral plate and rods were used. Based on the technique guide, once the occipital plate is selected and contoured, occipital screws are inserted and then an appropriated rod is connected with the occipital plate and attached with locking screws and finally all screws are tightened. A depth gauge is included in the set to determine the occipital screw length, if this is too short it is possible screw loosening and unstable construct. The received plate part 04.615.611 was received with significant signs of damage on the bottom area underneath the pre-assembled rod clamps and around of one of the upper holes at the left side. Closer inspection revealed that plate is cracked underneath the left rod clamp and damage observed underneath the rod clamps has a curved indentation shape indicating that the rods were rubbing the plate material resulting in a thinner area and the crack seen. Further information regarding the occipital screw, locking screw and rod used was not provided to rule out other contributing factors or technique difficulties for the confirmed condition however evidence found suggests that is likely that a no-union condition combined with constant movement over the time contributed to the implant construct to start pulling out and in consequence caused the reported condition of the left occipital screw to back out. This possible contributing cause is consistent with additional information provided of clinical finding of pseudoarthrosis (false joint formed). The applicable and associated drawings for the plate, the occipital screw , the locking screw and rods were reviewed. The drawings call out the appropriated dimensions, material and finishing processes for a successful plate device and implant construct design. The evaluated devices were found to be adequate for their intended use. Based on the evaluation results, the plate device and implant construct design were found to be adequate for their intended use and it is likely that a no-union condition combined with constant movement over the time contributed to the implant construct to start pulling out and in consequence caused the reported condition of the left occipital screw to back out. The report concluded: based on the evaluation results, the plate device and implant construct were found to be adequate for their intended use and it is likely that a no-union condition combined with constant movement over the time contributed to the implant construct to start pulling out and in consequence caused the reported condition of the left occipital screw to back out. Placeholder.